Event description:
Consumer reported the string on the click tampons are shorter than the previous style of kotex tampons. She did not report any problems during use and no reports of any serious adverse events.

Manufacturer narrative:
The primary di, production identifier of lot number, and personal identification information were not available from the consumer. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.